Event description:
When placing the angio-jet dvx onto the line inside the patient's vascular system, a pinhole was noticed leaking fluid onto the floor from the shaft of the thrombectomy set. No blood or bodily fluids were lost from the patient due to the pinhole. The thrombectomy set was taken off and replaced with a new setup.